Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope due to functional switch issue. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. There were several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation and adhesive failure. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.